Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is unable to rewind. The customers blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump has rainbow effect in the sunlight and the pump makes unusual grinding noise when attempting to rewind but the insulin pump does not actually rewind anymore. The insulin pump will not be returned for analysis.